Event description:
It was reported that a measurement issue occurred. The avvigo plus multi-modality guidance system was selected for use in a procedure. The cardiac technicaian noticed that the automated lesion assessment (ala) length differed from the manual length that he had drawn. The mesurements were not used to make treatment decisions. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
D2b pro code (product code): dqk, dsk.